Event description:
A device report from synthes gmbh provides information from a facility in (B)(6) regarding a matrix locking cap. It was reported that the locking cap became dislocated. No further information was provided. This is report # 2 of 3 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process.

Event description:
This report is #2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. In the macroscopic examination of the closure cap, brownish-reddish discolorations were documented in the entire outer region, thread and front surface. These could be residues of tissue and blood that were deposited during the three-month implantation period. The thread of the closure cap exhibits damages at the start of the first turn of the thread. An additional damage was documented in the further course of the first turn of the thread, this is a plastic deformation of the material. In the x-ray spectroscopic examination of the brownish-reddish discolorations in the outer region of the closure cap, the chemical elements carbon, oxygen, calcium, potassium, phosphorus, magnesium, sodium as well as traces of iron, chromium and nickel were detected. On one hand carbon, oxygen, calcium, potassium, phosphorus, magnesium and sodium are deposited residues of blood, bone and tissue. On the other hand, the traces of iron, chromium and nickel could have originated from contact of the implant with an instrument made of stainless steel, such as a push rod/counter bearing or rod introduction pliers which are commonly used to insert the closure cap. In the examination under the scanning electron microscope, sem, damages at the start of the thread were documented. The damages could have been caused by suboptimal insertion of the closure cap into the pedicle screw. A micro-metallographic inspection of the raw materials used revealed no material defects. The microstructure and the hardness measured conform to the specifications. No irregularities or signs of embrittlement were found. The implant complained of can be clearly allocated to its raw material with the aid of the article number and the lot number. The raw material incoming goods inspection to which every raw material lot is subjected ensures that all implants are manufactured from materials which meet the requirements of the international standards and the ao specifications. No material defects could be identified in the implants and screws submitted. The cause for the dislocation of the closure cap could not be clearly identified by the examinations performed. The damages on the pedicle screw and on the closure cap, which were probably caused by the explantation process, impaired the identification of the cause for the dislocation.